Manufacturer narrative:
The clinician has assessed the patient¿s postoperative course as being ¿definitely¿ related to the study device and not related to the index procedure, however, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use (IFU) supplied with the device as a possible complication. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Should additional information be provided a supplemental MDR will be submitted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced seroma post-implant of phasix mesh. (B)(6) 2021 - the patient underwent an open hepaticojejunostomy. A bard/davol phasix mesh 20x40cm, was trimmed and placed in onlay fashion. The mesh was trimmed and 3cm overlap was achieved in all directions. The phasix mesh was secured in place with suture fixation only and the midline fascia was closed by running stitch using non bard/davol 2-0 pds suture. The skin was fully closed with suture and surgical glue. A drain was placed during the index procedure, intraperitoneally in the right upper quadrant of the abdomen. (B)(6) 2021 - the drain was removed. (B)(6) 2021 - the subject patient was diagnosed with a seroma. (B)(6) 2021 - the ae has resolved and the subject patient has recovered. The adverse event has been assessed per clinician as definitely related to the study device and not related to the index procedure. No additional surgical intervention has been provided at this time. The adverse event has been assessed as mild severity and not a serious adverse event (sae) or a (unanticipated adverse device effect (uade).